Event description:
A customer contacted beckman coulter inc. (Bec) reporting a small sticky fluid leak in the left corner of the hydropneumatics area of the unicel dxc 600 pro synchron chemistry analyzer. The fluid was a sticky yellow material and partially dried. No injury or operator exposure was reported in this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched and discovered that the liquid was condensation from the air dryers on the pressure lines. The fse rebuilt the vacuum and pressure pumps. (B)(4).